Manufacturer narrative:
The customer contacted philips for parts inquiry. The information was provided to the customer. No device malfunction was reported by the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device requires mechanical repair. There was no reported patient involvement.